Event description:
According to the customer, she was recovering from an anterior and posterior reconstructive surgery involving her reproductive/pelvic area and during her recovery she was instructed to use a spirometer to help measure and improve her lung capacity after surgery. On (B)(6) 2026, "while using a spirometer manufactured by medline, a sharp, triangle shaped piece of shrapnel became dislodged and shot into the back of my throat".

Manufacturer narrative:
According to the customer, she was recovering from an anterior and posterior reconstructive surgery involving her reproductive/pelvic area and during her recovery she was instructed to use a spirometer to help measure and improve her lung capacity after surgery. On (B)(6) 2026, "while using a spirometer manufactured by medline, a sharp, triangle shaped piece of shrapnel became dislodged and shot into the back of my throat". The customer stated she started "choking, gasping for air, coughing violently, and fighting to keep myself conscious". The customer was having difficulty expelling the shrapnel in the first two sets of coughs. By the third cough caught the customer used her fingers to swipe the back of the throat as she coughed violently hearing a crippling popping sound in her rectum and bring the piece of plastic forward on the front of my tongue. The customer stated the force of the coughing caused severe physical trauma to her body especially since she had recently undergone surgery. She learned that her stitches had been disrupted causing heavy bleeding and additional medical complications that required emergency treatment. The customer was transported to the hospital by ambulance frightened and physically overwhelmed unable to process what had happened to her. The customer stated that she lost consciousness at one point and woke up alone on (B)(6) 2026 disoriented and covered in her body fluids. She stated she "was struggling physically and mentally". The customer stated further examination/intervention was necessary to assess internal injuries caused by the ruptured stitches and that she was sedated again using propofol in order for doctors to access and evaluate the damaged surgical area safely. The complication resulted in increased physical pain, additional healing time, extended recovery/downtime, emotional and physical distress, and that recovery became more difficult due to the reopening of surgical wounds and additional medical procedures following the emergency incident. The customer also stated "I realized my children had never come home because my sister had not brought them back. Instead of being able to focus on my medical emergency and recovery, I was emotionally panicked and mentally pulled in multiple directions. I was terrified for my own health while also carrying the stress, heartbreak, and anxiety of not having my children". The customer stated since the incident, she has experienced emotional distress, fear, anxiety, humiliation and ongoing trauma connected to the event. The user continued to state "on top of the medication I am taking to manage my pain, I do not feel normal. I am exhausted, foggy, emotionally low, or physically weak". It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.